Event description:
It was reported that the anesthesia system failed during system checkout due to leakage. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. A complete set of device logs was received. Evaluation of the logs shows that the system checkout (sco) failed prior to the event date. The distributor replaced parts such as the patient cassette and co2 reusable absorber. However, the issue persisted. The matter was escalated to the support technician team. Given the multiple failures, it was recommended to localize the leakage using the pump tool and, if unresolved, to replace the air gas module followed by the fresh gas module, one at a time. After thorough troubleshooting, the distributor determined that the leakage was caused by the volume reflector and that a new part would be required. The customer declined the quotation for replacement, and the system remains out of service.

Event description:
Manufacturer's reference #: (B)(4).